Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407652 implanted: 2013 (B)(6); product ID 429878 implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was deceased and died due to ventricular fibrillation. It was noted that emergency medical service was called and resuscitation was initiated with the device delivering multiple shocks. The patient was a participant in the (B)(6) study. The adverse event adjudication committee adjudicated the event as "unknown" if related to the implantable cardioverter defibrillation (ICD) system.